Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The user alleged the insulin pump was under delivering insulin due to blood sugars are high. The customer blood glucose level was 460 mg/dl at the time of incident and the other blood glucose level was 430 mg/dl. Customer experienced symptoms such as nausea and vomiting. The customer was assisted with troubleshooting. The customer was treated with manual injection and bolus with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode. Customer reports they did contact their health care professional regarding the high blood glucose. Customer performed the self-test and test was passed. The insulin pump as well as reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. No under delivery anomaly noted during testing. (B)(4).